Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. However, the device evaluation found following non-reportable findings: adhesive on the cable unit was peeled off; coupler unit was worn out and switches could not be pressed down smoothly as coating on the switch flexible printed circuit was peeled off. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the camera head did not work. There was no patient harm associated with the event.